Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that during an unk procedure, the clips were malformed and fell down. Another like device was used to complete the case. There was no pt consequence.

Event description:
Customer reportedly received the following results on the performa nano system within 10 minutes: 384 mg/dl, 81 mg/dl, and 79 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.